Manufacturer narrative:
(B)(4). The customer reported that the unit had an intermittent red x and also showed a therapy pca runtime error in the status log. There was no report of pt involvement. The unit was evaluated at philips and the status log entry "therapy pca failed for charge/shock in run time mode" was confirmed. The therapy pca was replaced to resolve the failure. The unit passed all pot servicing testing and was shipped back to the customer site.

Event description:
The customer reported that the unit had an intermittent red x and also showed a therapy pca runtime error in the status log. There was no report of pt involvement.